Event description:
It was observed that during the device evaluation, the subject device exhibited burn marks on the c cover (camera cover) and sc (scope connector) cover unit was dirty. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event of burn marks on the c cover was known inherent risk of device, and the cause of the dirty sc cover unit was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.